Event description:
The customer reported that following a radiology catheterization procedure in 2001, a vasoseal es was deployed. The patient complained of being uncomfortable at various times throughout the catheterization procedure. Approximately one to two hours post porcedure, the patient began vomiting and was sent for a CT scan which revealed a retroperitoneal bleed along with a gi bleed. Rectal bleeding was also noted. The patient was given a blood transfusion and remained stable at the time that the incident was reported. It is important to note that the patient's hemoglobin and hematocrit were in the lower than normal range at the beginning of the procedure and the patient was given 5000 u of heparin during the procedure. No further complications were reported.